Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump alarmed compromised force sensor system. The customer blood glucose level was unknown. The customer started back on insulin pump and has not been used insulin pump from 2 years and put in several batteries but within 5 minutes it gave low battery alarm. The customer able to put in time or date and then it came up with rewind and put in settings and came up with unexpected restart and compromised force sensor system alert. The customer stated that the drive support cap was appears to be normal. The insulin pump makes a grinding noise when it rewinds. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.